Event description:
Received call from pt reporting yellow wrench alarm. Reading on controller is driveline power fault. Pt reads back vad numbers, all within normal limits (wnl). Pt is asymptomatic. Directed him to present to hospital for lvad interrogation and trouble shoot. Log files sent to abbott engineer, instructed to clear alarm. Pt was monitored in ed for 1 hour and then discharged. The alarm reoccurred within 1 hour, discussed at length with abbott engineer and physician. Patient to come back in a few days for driveline and modular exchange. Discussed at length with abbott engineer; an exchange of controller and modular cable simultaneously is recommended. Discussed risks with pt, he is agreeable to exchange, physicians in agreement with plan. Controller and modular cable were replaced without incident. Resent log files after 15 data points, no alarm reoccurrence.